Manufacturer narrative:
A partial lead with the connector pin measuring 52.0 m was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02132. It was reported that the patient presented in clinic for a routine device replacement and leads revision. Right atrial (ra) noise oversensing was observed on episodes of inappropriate mode switch and noise reversions. Left ventricular (lv) lead dislodgement was noted several years ago. Both leads were explanted and replaced. The patient was asymptomatic before, during and after the procedure. The patient was discharged the next day.